Manufacturer narrative:
(B)(4): the complainant estimated the procedure to have been performed during the week of (B)(6), 2010 but could not specify the exact date. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) (won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure.according to the complainant, during the procedure, the jaws were opened to take a biopsy sample, however while attempting to close the forceps, the jaws would not close. No damage noted to the device when it was removed from the colonoscope. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, the jaws were opened to take a biopsy sample, however, while attempting to close the forceps, the jaws would not close. No damage noted to the device when it was removed from the colonoscope. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that one jaw was bent. Functionally, the device jaws would open properly, however, they could not close correctly due to the bent jaw. No other abnormalities were noted with the device. Furthermore, an original product pouch was returned with the complaint device indicating lot number 13392122 and model number m00515993, however it could not be confirmed whether this pouch and lot information belongs to the complaint device. The condition of the returned incident device was consistent with the complaint that the jaws won't close. The most probable root cause could not be determined as it is not known when the observed damage occurred. (B)(4)